Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed functionality testing) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed functionality testing) was confirmed. Upon investigation the monitor was unable to power on. Multiple components on the computer/analog and defibrillator pcas were electrically damaged. The cause for the failure was isolated to relay k1 on the computer/analog board. The relay failed, causing damage to low-voltage circuitry. The root cause for the defective k1 relay could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed functionality testing.